Manufacturer narrative:
D10 concomitant medical products: egiauxl, egiauxl endogia ultra univ xl stapler (lot#:p5b0744) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a roux-en-y gastric bypass (rygb) procedure, the reload device was used. The staple line did not hold or opened up and there was a staple formation issue where the staple line was not well formed. This resulted in an extended surgical time of twenty minutes. Suturing was done as a staple line reinforcement.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3. Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. A video was also provided. Visual inspection noted staple protruding from tissue. Blood was pooling around the staples. A large gap between the staples was noted. A suture was inserted into the tissue. It was reported that during a roux-en-y gastric bypass (rygb), the staple line did not hold or opened up, and there was a staple formation issue where the staple line was not well formed. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.